Event description:
It was reported that during recall the cardiosave intra-aortic balloon pump (iabp) was discovered to have a darker black line on the left side of the display screen during a high-temperature alarm . There was no patient involvement or harm reported.

Manufacturer narrative:
Additional initial reporter name is added ;(B)(6). Updated fields: b4, b5, b6, b7,d9, d10, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions , health effect ¿ impact codes), h11 , e1 ( initial reporter ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that on-site inspection was conducted, and the assy, display top (0160-00-0127) was replaced. The device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use. The failure analysis and testing dept received the following part pn 0160000127 sn na top lcd display with a reported unit failure of left side of the screen becomes dark and unclear the fat dept conducted a visual inspection of the part received and found that the part is in good condition the fat department installed part number 0160000127 top lcd display serial number na in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave manual number 0070000639 revision r the failure analysis and testing department performed the functional test for approximately one hour and was unable to reproduce or verify the reported failure retaining the top lcd display in the fat department per procedure 000207d008 rev av.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer (B)(6) 2025 that the cardiosave intra-aortic balloon pump(iabp) had a darker black line on the left side of the display screen during a high-temperature alarm recall. There was no patient harm or injury reported. Fse conducted on-site inspection on (B)(6), and a display malfunction was found. On-site inspection was conducted on (B)(6), and the display screen was replaced. The device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use.